Event description:
A report was received that a patient felt warmth and heat at the midline of his leads. The physician suspected infection and treated the patient with antibiotics. No cultures were taken to confirm infection. The devices remain implanted and the patient is reportedly doing well.